Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The parent reported that the patient experienced persistent hyperglycemia while wearing a pod on the abdomen for approximately 37 to 48 hours. Despite multiple correction boluses, the patient's blood glucose continued to rise, reaching over 500 mg/dl, and ketone levels reached 4.8 (units not provided). The patient developed symptoms including abdominal pain and a racing heart. While driving to the hospital, the patient removed the pod. The cannula appeared normal, and no leakage, irritation or adhesive issues were observed. In the emergency department, the patient was diagnosed with diabetic ketoacidosis and was treated with intravenous insulin and liquids. The patient remained hospitalized for two weeks for monitoring and therapy adjustments as well as acquiring influenza. The pod involved in the event was not retained.